Event description:
This event is being reported based on the evaluation of the returned device. During evaluation, the device was unable to initiate battery charging due to damaged usb pins. There was no adverse impact to the customer.